Event description:
Customer experienced 12 to 15 patient samples with questionable results. Only the following two examples were provided. Example 1, initial calcium gave .2 mg/dl; repeat gave 7.4 mg/dl. Example 2, initial phosphorus gave 1.1 mg/dl; repeat gave 15 mg/dl. The results were not released or turned out. The field service rep determined the cause to be worn z-ropes on the transfer 2 mechanism, and replaced the z-ropes. Performance tests were performed and within specification.